Manufacturer narrative:
E1: facility name, "(B)(6)". H3: one device was returned for evaluation following non-compliance during preventive maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found ruptured dso seal and bent parts in the ac connector. The ac adaptor can't slide all the way into the ac connector due to some bent parts inside it. Functional test couldn't be fully performed due to a custom security code. The error history log was downloaded and inspected, and no problems were found. Pump was tested for flow accuracy and passed. The customer's reported issue could not be replicated as no exact issue was reported. The dso seal and pwa were replaced.

Event description:
It was reported that pump was sent for repair following non-compliance during preventive maintenance. Per reporter, the downstream occlusion "dso" seal was damaged. There was no patient involvement.